Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported by the user's son that the implant has been damaged and will be removed to prevent any infection. Moreover, the family reported that part of the implant was visible from the outside.

Event description:
It was reported by the user's son that the implant has been damaged and will be removed to prevent any infection. Moreover, the family reported that part of the implant was visible from the outside. The user is still implanted, and they do not know when the implant will be removed.

Manufacturer narrative:
Additional information: according to the limited information received from the field explantation is planned due to an extrusion of the device through the skin. Re-implantation is considered but no date has been scheduled yet.